Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on with a high blood glucose level in the low 30's mg/dl. The customer did not mention any form of treatment for their blood glucose levels nor did they provide any information about the incident or the date of the hospitalization. The customer did not return the product back for analysis.